Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) artery with heavy tortuosity and moderate calcification. This was an acute myocardial infarction patient. A non-abbott stent was implanted in the proximal lad, and the 1.5 x 8 mm trek balloon was advanced through the deployed stent; however, the trek balloon met resistance with the deployed stent during advancement, and could not be inflated. During removal, resistance was met, and it was observed that the balloon material was torn. A non-abbott balloon was used to continue the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: taiga. Stent: driver sprint 3.5x24, 3.0x24. Balloon material tears resulting in an inflation issue (failure to inflate) can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Furthermore, difficulty advancing and removing the catheter through a deployed stent can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, interactions with other devices, and accessory device support. In this case, as there was no report of any damage observed to the catheter during inspection prior to use, this may indicate that a product deficiency did not contribute to the reported difficulties. There were also no leaks reported during preparation for use, further indicating that the balloon was not damaged prior to the procedure. Additionally, the lesion was heavily tortuous and moderately calcified, which likely contributed to the reported event. It is likely that the balloon interacted with the struts of the deployed stent and/or the tortuous and calcified lesion during use such that it met resistance during advancement and removal of the device. This interaction likely caused the balloon material to tear, thereby contributing to the reported inflation issue. To assure that all products perform according to specification, the profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks online during the manufacturing process. All products are also leak tested online and a sampling of units is also destructively tested to verify product quality. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met specification. A query of the complaint-handling database also did not reveal any similar incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies.